Manufacturer narrative:
(B)(4). Batch # m55p6y. Additional information was requested and the following was obtained: for the gore seamguard that was being used during the procedure, was it the version of seamguard that is designed for the straight or articulating echelon? Yes. Was the buttressing used on one side or both sides? Both as usual. The analysis found that one plee60a device was returned with the anvil bent upwards and with no cartridge reload present. Furthermore the anvil knife slot was noted to be damaged. It is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. No further functional test could be performed due to the condition of the anvil, however a dry fire was performed in order to test the functionality of the device and achieved its complete firing sequence without any difficulties. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, a black reload with a gore seamguard strip was placed near the pyloric antrum for the first firing on the sleeve as usual. Upon firing, the motor provided audible feedback that the tissue was thick. It began to proceeded very slowly and then just one click at a time. Surgeon felt after approximately sixty seconds it was no longer advancing. The battery was changed just to verify it was not the root cause. Second battery performed in same manner indicating thick tissue had been encountered. The surgeon decided to reverse the knife blade assembly and remove. He reversed the device. A partial staple line was observed; approximately thirty mm. The next firing was a partial bite approximately fifty seven mm with a black load to respond to the thickness. Resistance was noticed advancing the stapler through the trocar with a seamguard and it bunched up and was removed, also to adapt for the added thickness. Upon firing the audible feedback demonstrated again the tissue was still quite thick. The gun showed difficulty coming out of the trocar. It was examined and it was noticed that the anvil near the knife channel was bent. Case completed with another device. There were no patient consequences reported.